Event description:
It was reported that during the coronary intervention in the moderately calcified and "highly diseased" mid-left anterior descending artery, an asahi fielder xt guide wire was advanced across the lesion. An unspecified otw trek balloon was used to dilate the lesion successfully. The asahi guide wire was then exchanged for an unspecified 300 cm hi-torque extra s'port guide wire. The lesion was again dilated with the otw trek balloon. The physician then had extreme difficulty removing the trek balloon from the extra s'port guide wire. Finally the balloon was successfully removed, and the procedure was completed. There were no reported adverse patient effects. There was no significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: asahi fielder xt, hi-torque extra sport. Factors that may contribute to the inability to retract the catheter over the guide wire and cause resistance between the devices may include, but are not limited to, device placement technique, guiding catheter support, inner diameter of guide wire lumen, outer diameter of the guide wire, condition of the guide wire, build up of blood or contrast, or damage to the catheter. To ensure this is not the result of product deficiency, all products are visually inspected for proper guide wire movement on the manufacturing line. Additionally, during lot release testing, a sampling of units is destructively tested to ensure proper guide wire reversibility. The lot history record for this product was not reviewed and a similar incident query was not performed because the product was not returned for analysis and the part and lot numbers were not reported. The device was not returned for analysis and a conclusive cause could not be determined; however there is no indication of a product quality deficiency.